Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the video looked red/blue. The patient's anatomy was not visible on the center image when the video looked red/blue. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reported event of center image lost. A fuse scope was received for analysis. A functional evaluation was performed and it was found out that the image flickers and turns red during angulation due to internal wiring failure of the charge-coupled device (ccd). The ccd was replaced to resolve the issue. Since the image issue is confirmed due to internal wiring failure, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the video looked red/blue. The patient's anatomy was not visible on the center image when the video looked red/blue. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.